Event description:
The customer's father reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was over 600 mg/dl. The father stated the customer was taken to the emergency room for their high blood glucose. Troubleshooting for the customer's high blood glucose was declined. Customer also reported needing to vomit and experiencing stomach pains from their high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.